Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified, but the damage to the pump housing issue could not be verified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge damaged allegation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. Customer reverted to an alternate form of insulin therapy. Customer's blood glucose (bg) level was over 500 mg/dl. Customer required assistance from mother to administer a manual injection to address bg.